Event description:
The customer reported that while running a hepatitis surface antigen assay, the sample handler failed to pipette conjugate or sample into well position f4, g4. H4, f12, g12 and h12. Ni error message was generated. Co field service engineer was dispatched. No death or serious injury was associated with this event.